Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 373678a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The patient self tester's wife, (B)(6), called to report unexpected high results with her husband's most recent inratio results when compared to the lab. These results were as follows: (B)(6) 2015: initial inratio inr=6.7, repeat inratio inr= >7.5; lab inr=4.1. (B)(6) 2015: inratio inr=4.2. The patient self tester's therapeutic range is: 2.5-3.5. Patient self tester's inratio results prior to 10/8 were: (B)(6) 2015: inratio inr=3.5. (B)(6) 2015: inratio inr=3.0. Patient self tester had confirmed that no changes were made to any medications including his coumadin.